Event description:
MRI. Gadolinium. My ears won't stop ringing. Dizziness. Complete episodes of confusion. Entire back of scalp is tender. I can still taste the metal in my mouth. I feel like I'm dying. I need help.